Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that plate anchorage had a breakage during surgery could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The plate anchorage breakage was caused by twisting or bending the plate. On a microscopical inspection, we can observe some specific bending marks. These marks are straight and precised, therefore they most likely have been done with an instrument. Moreover, the plate is little bit twisted along the longitudinal axis and breakage surfaces confirms this rotational movement. We can have 2 hypothesis: - surgeon tried to bend the cross plate prior implantation; - surgeon tried to move, shape or use a lever on the plate when it was fixed. However, the bending or twisting was performed over a screw hole on a cross plate. It is specified in the operative technique not to bend the plate over a screw hole and not to bend a cross plate. Therefore, this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the plate broke in half when surgeon tried to implant. No usual force was used. The sales rep noticed that the plate was an unusual color in comparison to the others that were in the set.

Event description:
It was reported that the plate broke in half when surgeon tried to implant. No usual force was used. The sales rep noticed that the plate was an unusual color in comparison to the others that were in the set.